Event description:
It was reported that a "g7 wearable failure" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced seizure during the night and hit his head. His wife called an ambulance and he was taken to an emergency clinic but was advice that he needed to be transferred to their bigger hospital as he needed to be admitted to the intensive care unit (ICU). It is only when he woke up the next day that he noticed that his sensor failed that night when he passed out. The patient was incoherent for 18 hours. At the time of the report the patient was still at the ICU under monitoring but feeling okay. Data was provided for investigation. The allegation was not confirmed via data on 03/18/2025. The allegation was confirmed via data on 03/19/2025. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).